Manufacturer narrative:
Patient 9's initial result on (B)(6) 2025 was 10 ng/l, the 1st repeat result was 17 ng/l, and the 2nd repeat result was 10ng/l. Qc and calibration were passing before the event occurred, therefore, a general reagent issue is not present. No relevant alarms were observed. The investigation was unable to determine a direct root cause. The samples are not inverted before centrifugation.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1's initial result was 17.6 ng/l, and the repeat result was 14.5 ng/l. Patient 2's initial result on (B)(6) 2025 was 47.7 ng/l, and the 1st repeat result was 39.4 ng/l, and a 2nd repeat result of 39.8 ng/l. Patient 3's initial result on (B)(6) 2025 was 102 ng/l, and the 1st repeat result was 54.9 ng/l, and a 2nd repeat result of 55.0 ng/l. Patient 4's initial result on (B)(6) 2025 was 20.4 ng/l, and the 1st repeat result was 14.2 ng/l. When repeated on a second analyzer, the result was 13.8 ng/l. Patient 5's initial result on (B)(6) 2025 was 26.3 ng/l, and the 1st repeat result was 19.3 ng/l, and a 2nd repeat result of 20 ng/l. Patient 6's initial result on (B)(6) 2025 was 4542 ng/l. The 1st repeat result was 5975 ng/l. The 2nd repeat result was 6244 ng/l. The 3rd repeat result was 6297 ng/l. Patient 7's initial result on (B)(6) 2025 was 3.69 ng/l. The 1st repeat result was 5.08 ng/l. The 2nd repeat result was 11.5 ng/l. The 3rd repeat result was 3.95 ng/l. Patient 8's initial result on (B)(6) 2025 was 17.6 ng/l. The 1st repeat result was 26.3 ng/l. The 2nd repeat result was 30.6 ng/l. The 3rd repeat result was 18 ng/l. The 4th repeat result was 19.2 ng/l.